Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a failed database insert due to a foreign key constraint on encounterpatientlocationkey, indicating a transaction attempt on a purged encounter record, which caused the statement to terminate and the station to enter retry mode. A technical support specialist (tss) confirmed that the encounter had been purged, so the transaction could not be processed, and a workflow was executed to skip the invalid transaction, but due to prolonged retry state the station required manual recovery after change tracking mismatch was identified. Further the tss completed the manual recovery process, clearing retry mode and restoring normal upload/download operations, with confirmation that the skipped transaction was not required. The tss confirmed that there were no issues with the server communicating to the station but the retry mode affected station to server communication on upload. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device with upload stopped and unable to recover even after reboot. There were no adverse events or injuries reported based on this event.